Manufacturer narrative:
H.6 investigation summary : a device history record review was performed for provided lot number 9329119 and the review revealed one quality notification during the production process. There was a detected issue regarding incorrect print on the luer port during the production process; all affected material was disposed of and inspections were held to ensure the new and remaining product met specifications. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in contained air bubbles the following information was provided by the initial reporter: "it was reported that air bubbles were visualized in the pulmonary artery after use of diffusics catheter. Per complaint form: when the radiologist is reading the scan, he visualized approx. 1-2 cc of air bubbles in the pulmonary artery. This has happened 5 times according to the charge tech. Last friday, march 6th was the first incident. 4x diffusics was started in CT, one time diffusics was started in ed. The charge tech noted that its the same radiologist that visualized the air bubbles each time. He also noted that this radiologist is "highly detail orientated". Reportability determination rationale: this complaint is MDR reportable. When there air bubbles or air in the line, this may lead to an air embolism which may lead to harm or serious injury. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system 22 ga 1.00 in contained air bubbles the following information was provided by the initial reporter: "it was reported that air bubbles were visualized in the pulmonary artery after use of diffusics catheter. Per complaint form: when the radiologist is reading the scan, he visualized approx. 1-2 cc of air bubbles in the pulmonary artery. This has happened 5 times according to the charge tech. Last friday, march 6th was the first incident. 4x diffusics was started in CT, one time diffusics was started in ed. The charge tech noted that its the same radiologist that visualized the air bubbles each time. He also noted that this radiologist is "highly detail orientated". Reportability determination rationale: this complaint is MDR reportable. When there air bubbles or air in the line, this may lead to an air embolism which may lead to harm or serious injury. "